Manufacturer narrative:
A philips product support engineer (pse) evaluated the device logs and confirmed that the device was working as designed. The system successfully alarmed between 01:30 and 01:38. On (B)(6) 2025, at 01:34:56, the monitor issued a pause alarm, followed by an asystole alarm at 01:34:57. This alarm condition ended at 01:35:17. At 01:35:20, a tachy vent alarm occurred and was acknowledged at the bedside device at 01:35:41 by pausing all alarms. The pause period ended at 01:38:46, triggering an immediate fib/tachy vent alarm. Alarms were silenced at 01:38:50 at the bedside device. Another asystole alarm sounded at 01:39:02, followed by fib/tachy at 01:39:06, and a return to asystole at 01:39:27. These alarms were silenced at the bedside at 01:39:39.39. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue mx40 indicating that asystole was not signaled by a red alarm. It was indicated that there was clinical deterioration of the patient leading to death. Additionally, it was indicated the nurse saw a yellow alarm instead of a red alarm on the bedside monitor when asystole occurred, which led to a delay in care. There were multiple alarms being generated during the event timeframe as well.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). E1: reporter phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that asystole was not signaled by a red alarm. It was indicated that there was clinical deterioration of the patient leading to death. No other clinical information or medical intervention was reported.